Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation the manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery with intraocular lens implantation on the right eye, the ophthalmic handpiece was not suctioning properly and kept getting clogged with cataract material. The surgery was completed by flushing the handpiece multiple times, and there was no patient harm.